Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, patient has mild dryness. Patient is doing wonderful with near vision and no longer uses readers. Healing is reported to be going very well.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. The treatment report shows the pocket procedure was performed three weeks after a previous flap procedure. A cloudy gas bubble is visible, located close to the incision (temporal inferiorly) which was formed during the femtosecond cut procedure. The expected gas (caused by photo disruption) did not escape through the incision as intended, but vertically along the previously created sidecut of the flap. As a result, this area remained uncut or just partially cut and could describe the incomplete incision/ connector cut. There is no indication for user mishandling or inappropriate settings. Review of the logfile for the day of treatment shows successful start up tests. The logfile shows successfully performed pocket treatment. No abnormalities or deviations were detectable. No abnormalities that could have contributed to this event were found during device history records review. There is no indication a device malfunction or inappropriate labeling caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A manager reported an incomplete island in a patient's left eye during a laser assisted kamra inlay procedure. The island was large enough that it made it difficult for the physician to go through. This area was located at the incision/connector switch, slightly inferior from the middle. The physician was able to get through without using any additional instruments and complete the treatment. The patient reported mild discomfort.